Manufacturer narrative:
E1 - initial reporter phone is (B)(6). The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved an unspecified microclave clear 3 clamps spin where it was reported that a disconnection occurred two times from needleless connector with the 4- way tubing during patient use. There was patient involvement, no patient harm and no delay in therapy.